Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens subluxated 8 days post implant. The event was described by patient as "vision is too near and feels like it is dragging". The patient noticed a decrease in vision and the lens was ultimately exchanged with another model and diopter lens. The patient's status was reported as "uncertain due to corneal ulcer".

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens cut in two pieces. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7465121) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.